Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The investigation is currently in progress.

Event description:
It was reported that the balloon expandable vascular covered stent catheter allegedly would not load through a 6fr cook medical introducer sheath. It was further reported that the health care provider access the lesion via the common femoral access and attempted to advance the device over an .035" guidewire; however, when the stent reached the sheath valve it was allegedly extremely tight. Therefore, the device was removed without incident, the sheath was upgraded to a 7fr sheath, and the balloon expandable vascular covered stent catheter was exchange for another to successfully complete the procedure. Reportedly, the patient is doing great with no reported patient injury.

Manufacturer narrative:
It was reported that the balloon expandable vascular covered stent catheter allegedly would not load through a 6fr cook medical introducer sheath. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. It was further reported that the health care provider access the lesion via the common femoral access and attempted to advance the device over an .035" guidewire; however, when the stent reached the sheath valve it was allegedly extremely tight. Therefore, the device was removed without incident. When removed there was no damage noted to the delivery system or implant. The delivery system was not pulled back into the sheath at any time during the procedure. The sheath was upgraded to a 7fr sheath, and the balloon expandable vascular covered stent catheter was exchange for another to successfully complete the procedure. Reportedly, the patient is doing great with no reported patient injury. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and this issue to date. There have been no other complaints reported of any type from this lot. The device was returned for evaluation. Part of the external package was returned. No internal packaging was returned. The hub was printed as expected and no visual defects were noted. The stent guard was not returned. No visual defects were noted on the tip, inner or balloon. There were 4 impression marks noted on the outer. These were positioned in the 90mm, 115mm, 130mm and 145mm from the proximal bond. The stent was positioned in the correct location on the balloon between the two markerbands. The ptfe coating was slightly pealed back at the proximal side of balloon. The source of this damage is unknown. A 0.035" guidewire was inserted through the device. It passed through successfully. Following air evacuation the device was inserted through our own terumo 6f sheath (no availability of a 6fr cook sheath). There was some moderate resistance as the device was passed through the sheath. It is likely this was due to the ptfe coating that was slightly peeled back. The device did however pass successfully through. The result of the investigation is unconfirmed. The evaluation was unable to confirm the reported failure mode where the catheter allegedly would not load through a 6fr cook medical introducer sheath. The device was inserted into a terumo 6fr sheath successfully. While there was some moderate resistance as the device was passed through the sheath it was likely due to the ptfe coating that was slightly peeled back. The source of this damage is unknown. Based upon the available information a definitive root cause cannot be determined. It is also unknown whether patient factors or procedural techniques contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: a device description: 1. Implant the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. B indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation: 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).

Event description:
It was reported that the balloon expandable vascular covered stent catheter allegedly would not load through a 6fr cook medical introducer sheath. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. It was further reported that the health care provider access the lesion via the common femoral access and attempted to advance the device over an .035" guidewire; however, when the stent reached the sheath valve it was allegedly extremely tight. Therefore, the device was removed without incident. When removed there was no damage noted to the delivery system or implant. The delivery system was not pulled back into the sheath at any time during the procedure. The sheath was upgraded to a 7fr sheath, and the balloon expandable vascular covered stent catheter was exchange for another to successfully complete the procedure. Reportedly, the patient is doing great with no reported patient injury.